Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer via email: the jaws were not stuck on any tissue, and we took instrument out to reset, and it failed to respond. No unexpected tissue was removed, or bleeding occurred. The surgeon wanted to open a new one (instrument). Isi did receive the vessel sealer extend (vse) instrument to perform and complete failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed electrical continuity test. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observations not reported by customer: the instrument was found to have a dislodged knife cable guide. The guide is loosely placed inside the housing causing rattling. This causes the knife not to erect and retract fully. The instrument failed cut test as a result. The root cause is attributed to component failure. The instrument was found to have a dislodged and missing knife guide cable screw. Due to screw missing the guide is loosely attached in the housing. The root cause is attributed to manufacturing. The probable root cause of the customer reported issue of the vse instrument failed to respond when the surgeon attempted to open the jaw cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the jaws of a vessel sealer extend instrument failed to open. The user completed the procedure with no further issue reported. No fragment fell inside the patient.